Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated multiple consecutive motor stall restarts within a short interval after a supply change, with an initial restart recurring once before a second restart completed the dry run successfully and the supply change process finished without further alerts. Symptoms included hyperglycemia risk due to interrupted insulin delivery, though the patient¿s ketone test was negative. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.